Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Unable to verify frozen screen and keypad unresponsive due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was in the pool floating and received a critical pump error alarm, had frozen display, buttons were not responding and had another insulin pump error alarm. The time clock was not visible on the insulin pump screen and the clock did not advance. There was an open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.